Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3887-56, lot# j0111003v, implanted: 2001 (B)(6); product type lead product ID 7495-25, serial# (B)(4) implanted: 2001 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2001 (B)(6); product type programmer, patient product ID 3887-56, lot# j0114197v, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) quit working 3 months after being implanted. The device was defective. The whole unit was replaced. Follow-up was performed to determine if any troubleshooting had occurred and if a cause had been determined for this historical event. This event will be updated if additional information is received.